Manufacturer narrative:
The customer returned the lancet device with lot number bbc148 and 13 unused softclix lancets from the complained lot. The customer's allegation could not be reproduced during the investigation. The customer's device was tested with the customer's lancets at all different pricking depth settings. For each attempt the needle correctly produced a puncture hole, retracted correctly and was ejected correctly. The customer's lancets fit correctly into the lancet device. The lancet device was disassembled for investigation and no abnormalities were identified that would verify the customer's allegations. The lancet device operates according to specification and is not damaged.

Event description:
The customer complained a coaguchek softclix lancet protruded from the end cap of the accu-chek softclix lancet device. The customer inserted a lancet into the lancet carrier and the lancet clicked into place. After removing the protective cap from the lancet, the customer placed the dial cap onto the device. The lancet falls from the lancet carrier and protrudes loosely out the end of the dial cap. The customer did not fire the device and the lancet carrier is in place. The customer can place the lancet back into the lancet carrier, but, depending on how the lancet device is held, the lancet is exposed from the end cap again. The customer was able to insert a new lancet into the carrier and the lancet stayed in place and did not protrude from the end cap. No adverse event occurred. The lancet device and lancets were requested for investigation.